Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synergy states that the patient had to undergo another revision surgery on (B)(6) 2017 due to failed left hip because of osteolysis and pain over the left hip.

Manufacturer narrative:
Synergy states that the patient had to undergo another revision surgery on (B)(6) 2017 due to failed left hip because of osteolysis and pain over the left hip. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.